Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® no additive (z) plus tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. 366408, batch no. Unknown (1 of 2). -it is reported plastic composition maybe be factored in erroneous results. Customer stated, she would like information on composition of vacutainer in regards to specific plastic. She is trying to narrow down origin of erroneous results with patient taking clonazepam. Patient is given urine cup to collect specimen, in- house lab then pours urine specimen into product which comes out with negative results. In-house lab sends out original specimen urine cup to reference lab but results are positive. Patient are currently taking and rx medication this has been confirmed. Customer stated she researched in IFU that certain drugs (not specified) can be absorbed in to some plastics, also not specified. There is not specific lot involved with these results at this time, just a specific medication. No medical invention, no treatment change. Informed the patient that the tube is made of polyethylene terephthalate (pet) plastic. She stated that manual stated interference with some types of plastics, and she needed to know what the plastic the tubes are made of. She will follow up to see if this pet will interfere with her testing.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® no additive (z) plus tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. 366408, batch no. Unknown (1 of 2). It is reported plastic composition maybe be factored in erroneous results. Customer stated, she would like information on composition of vacutainer in regards to specific plastic. She is trying to narrow down origin of erroneous results with patient taking clonazepam. Patient is given urine cup to collect specimen, in-house lab then pours urine specimen into product which comes out with negative results. In-house lab sends out original specimen urine cup to reference lab but results are positive. Patient are currently taking and rx medication this has been confirmed. Customer stated she researched in IFU that certain drugs (not specified) can be absorbed in to some plastics, also not specified. There is not specific lot involved with these results at this time, just a specific medication. No medical invention, no treatment change. Informed the patient that the tube is made of polyethylene terethphalate (pet) plastic. She stated that manual stated interference with some types of plastics, and she needed to know what the plastic the tubes are made of. She will follow up to see if this pet will interfere with her testing.